Event description:
It was reported that following a revision procedure (MFR. Report no. 3006630150-2023-00563), the patients ipg was unable to be charged and had difficulty communicating with the remote control (rc) and clinicians programmer (cp). An rc reset was performed, however, a bluetooth communicaiton error message was received. The patient underwent an ipg explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The returned ipg was analyzed and passed visual inspection test. However, it was unable to be recharged after three four-hour charge cycles. It was cut open and the device exhibited high sleep current (23.1ma). Electrical testing revealed a low vh resistance measurement (109 ohms), which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic resulted in the premature battery depletion post cardioversion procedure. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. The ipg was likely damaged during the revision procedure with the use of electrocautery.

Event description:
It was reported that following a revision procedure (MFR. Report no. 3006630150-2023-00563), the patients ipg was unable to be charged and had difficulty communicating with the remote control (rc) and clinicians programmer (cp). An rc reset was performed, however, a bluetooth communication error message was received. The patient underwent an ipg explant procedure and was doing well postoperatively.